Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that their doctor at the time sent them for labs and a CT scan, and re-reported the previous information regarding the withdrawal and ER visit. The ER doctor told the patient that their managing doctor could have killed them. They tried five times to get a hold of their managing doctor, but couldn't. They were able to contact the patient's previous managing physician, and a plan was made to admit the patient to the hospital, but then the current managing doctor finally called back and stated there was no infection and the patient was able to go home. The possible infection and withdrawal was addressed and resolved in the ER. The patient stated they had an appointment scheduled with another doctor to be their new managing doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal hydromorphone (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the healthcare provider (hcp) thought there was fluid around the pump and possible infection and they turned the pump all the way down and did not provide the patient with oral medication and they ended up in the emergency room (ER) because they were going through withdrawals. It was reported that they tried to reach the hcp five times and they never responded. The patient stated they didn't think there was fluid around the pump.